Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phacoemulsification tip (phaco tip) was received. The returned sample was visually inspected and was found to be nonconforming with phaco tip bent at the bevel and several areas on the cannula. Scrap marks at bevel area and at bent area on cannula. No wear observed on threads, back of flange, nut corners and is consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The returned sample was found to be visually nonconforming with a bent phaco tip. How and when the phaco tip became bent could not be determined due to that the tip was loose in the bag without the protective wrench. However, because no wear was found on the threads a potential manufacturing related root cause could not be ruled out. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. However, an investigation has been initiated to determine root cause of the bent phaco tip. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ultrasound tip was found bent before cataract with intraocular lens implant surgery. The surgery was completed after replacing the product with another one. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).